Event description:
The device allegedly did not deliver a defibrillation countershock to a pt. The allegation was based on an observed lack of skeletal muscle response from the pt. The pt's outcome and details were not reported.